Event description:
Caller reported blood glucose results of 283 mg/dl and 110 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Event description:
While cleaning the biopsy port on endoscope, brush pulled off wire. This occurred twice on same day; same product lot number.